Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: the battery compartment was cracked below the grip pad. A test battery cap was able to fit. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find a cracked eeprom internal component. An eeprom failure was concluded. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 06/02/2017.